Event description:
It was reported that the customer's had infusion sets and reservoirs that did not work. The customer stated that he was also experiencing high blood glucose levels. The customer's blood glucose was 379 mg/dl. The customer stated that the issue did not result in a serious injury or hospitalization. Advised customer that replacement reservoirs would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.